Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was explanted and replaced successfully, the patient was asymptomatic and was stable post procedure.